Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached end of life (eol). During explant of the device, interrogation demonstrated a charge time out fault code. A guidant technical services (ts) consultant discussed that this observation is likely the result of the device reaching end of life. The device will be returned to guidant, where it will be analyzed for premature battery depletion.